Event description:
Holmium laser was being used on patient to release left uretero pelvic junction stricture. Laser was in use for 5 minutes. There was a total of 1326 pulses. Firing noise of laser became low at one point. The or technician had been supporting laser fiber with his right hand. The or technician felt the laser fiber slip through his hand. The fiber had broken. The or technician felt pain on the lateral side of his right hand. A hole had burnt in his gloves. Blackened area the size of a pencil point tip. Surrounded by approximately 1/4" area of whitened tissue. Noted on or technician's lateral side of right hand, small area of melted drape. No patient injury.